Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the reported event. Please consider this report void.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 09579, 0001825034 - 2017 - 09580, 0001825034 - 2017 - 09581, 0001825034 - 2017 - 09582. Concomitant products: unknown stem- unknown part/lot; unknown head- unknown part/lot; unknown cup- unknown part/lot; unknown liner- unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is being considered for a revision for unknown reasons. No further information has been made available.